Event description:
The tip of this product got broken in the patient's body without applying much torque. The broken tip was successfully removed by snare. The operation went successful with another unit. Patient's post-procedure status was described as being good.